Manufacturer narrative:
Method: device history record review, medical review. Results: based on the DHR review and root cause analysis, the probable cause was determined to be user error; incompatible injector used. There were no documented issues and concerns with the manufacturing and inspection processes which may cause the incorrect selection of injector components. Physician report does indicate that the improper injector model was used. Per medical review: reportedly, single-piece silicone iol was stuck in the injector during insertion requiring intraoperative lens removal/exchange. No reported incision enlargement or any other tissue damage. According to report, dated on (B)(6) 2016, there was no patient injury and another lens was successfully implanted. It should be noted that injector used during surgery was non-validated for use with this lens model and that was reflected in device causality. (B)(4).

Manufacturer narrative:
Diopter: +22.00. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) (B)(4). Method code(s): (evaluation method): lens work order search. Results code(s): (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Conclusion code(s): unapproved or contraindicated use. (B)(4).

Event description:
The reporter indicated the surgeon inserted a aa4204vf +22.00 diopter silicone single piece lens. The lens was partially inserted into the eye when the lens became stuck in in the injector. The physician did not want to manipulate the lens and decided to remove the lens and implanted another lens, same model and size. There was no patient injury. A msi-pf injector was used with the silicone one piece lens. This is considered off-label use.

Manufacturer narrative:
Result: (operational problem) :visual inspection of the returned product found one plate haptic and pieces of optic torn off and missing. The lens was torn lengthwise thru the optic and remaining haptic. There was evidence of dry clear surgical residue on lens surface. (B)(4).